Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6) 2025. The patient's blood glucose levels reached 390 mg/dl with ketone levels between 4 mmol/l and 5 mmol/l while wearing the pod between 25 and 36 hours on the abdomen. Symptoms reported include difficulty standing, dysphasia, vomiting, and feeling confused. The patient was treated with intravenous insulin. The patient was released the following day ((B)(6) 2025). The pod was reported to leak insulin during wear, and was removed at the hospital. The patient was treated by doctor lee dehay, imelda hospital, imeldalaan 9, 2820 bonheiden, belgium.

Manufacturer narrative:
The exposed portion of the soft cannula was found to have a tear and cause a leakage. Fluid was observed exiting the tear. No other damages or defects were found with the device. The tear in the exposed portion of the soft cannula was confirmed to be the cause of the reported leaking during wear.